Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the nozzle; therefore, the material could not be identified. It was confirmed the nozzle was not deformed. The reported issue (reduced angulation) was also confirmed and found to be caused by worn angulation wire. In addition, service found the adhesive on the bending section cover was defective and the edge of the objective lens was defective. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited reduced angulation and clogged nozzle. An olympus field service engineer (fse) confirmed that the reported issue was observed before a procedure and the intended procedure was completed using another device. Reportedly, the customer reprocessed the subject device correctly. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with white foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white foreign material was clogged in the air water nozzle but the specific material could not be identified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.